Event description:
It was reported the single use 2-lumen sphincterotome knife broke along with spark. The issue occurred during a therapeutic endoscopic sphincterotomy procedure that was completed with a similar device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the product inspection results, olympus confirmed the cutting wire was broken and the broken portion was scorched and melted. However, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.